Event description:
It was reported that the pico was applied on (B)(6) 2020 and had been working correctly. On the (B)(6), the patient went to the hospital with the pump showing all the lights on and without suction. The patient detected the malfunction that same day. It was necessary to open a new kit to continue the treatment. There were no consequences for the patient. Information regarding the kit lot is not available.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that the pump was found to have all lights solidly illuminating. The returned device underwent a product evaluation. An initial visual inspection did not identify any issues. When batteries were inserted into the device all lights were solidly illuminated, confirming that the device had entered a non-recoverable error state. This confirmed a relationship between the event and the device. Device performance data shows that the device ran for just over five days before entering an error state. It was found that the device entered this state as the motor current was out of range. This was possibly caused if incompatible batteries were used in the device. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to determine a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.